Manufacturer narrative:
Tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10¿15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after receiving the low battery alert, the customer did not charge the pump battery and it died in the middle of the night. The customer's blood glucose (bg) level was 310 mg/dl and an insulin injection was administered to address the high bg level. Tandem technical support assisted the customer with resetting the pump.